Event description:
I had the essure put in around 3 years ago. I have the hsg test done at my 3 month mark and everything was perfect. This year I started having pain in my side and my dr recommend that I have a hysterectomy. Come to find out my essure coil had migrated out of my tube, into my uterus and wrapped back around to my tube. It was all twisted up. This should be taken off the market. It's no telling how many others this is happening to and they don't know it.